Event description:
Laparoscopic procedure for sigmoid resection with colorectal anastomosis and mobilization of splenic flexure. The proximal occlusion was performed using the laparoscopic grasper in conjunction with a flexible sigmoidoscopy of the anastomosis. After the grasper was removed, it was determined that a small section from the tip of the grasper was missing. The piece was found inside the trocar and removed. The grasper was compared to a new grasper and determined that all pieces had been retrieved.